Event description:
Medtronic received information via literature regarding anatomo-pathological analysis of four transcatheter valves following explant. All data were collected from a single canadian center between december 2005 and february 2007. All four patients were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. Case c: an (B)(6) female patient with moderate to severe mitral regurgitation underwent implant of a medtronic corevalve bioprosthetic valve. At 33 days post-implant the corevalve was noted to have good function with only mild paravalvular aortic regurgitation (ar). At 104 days post-implant the patient suddenly died. The cause of death was not provided. Upon explantation of the bioprosthetic valve gross examination found the valve struts and areas in contact with the native aortic wall were covered by a smooth endocardial white tissue. Microscopic assessment found the endocardial surface was covered by smooth muscle cells in a proteoglycan matrix, which extended to cover the pericardial skirt of the prosthesis and spread to the basal portion of the valve leaflets. A few inflammatory cells were identified and included macrophages, lymphocytes and giant cells. No additional adverse patient effects or product performance issues were reported regarding this case.

Manufacturer narrative:
Citation: noble et al. Anatomo-pathological analysis after corevalve revalving system implantation. Eurointervention. 2009 may;5(1):78-85. Doi: 10.4244/eijv5i1a12. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.